Event description:
It was reported that after an unknown procedure, the handpiece is shown as having 85 uses remaining. The hand piece tested faulty on the gen11. The hand piece was tested 8 times. On the first test it passed. On the second third and fourth test it failed. The second test result showed as "generator error": this was deemed to be faulty. On the remaining four tests it passed there were no patient consequences.

Manufacturer narrative:
(B)(4). Added additional information the handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and was found to function as intended. No error screen messages were displayed at any time during testing. The handpiece was fully functional and conforming to design specifications.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.